Event description:
It was reported that the patient presented to the clinic for a follow-up. Episodes of high ventricular rates were detected due to oversensing of noise. The noise was reproduced via isometric maneuvers. Programming changes were made. The patient was asymptomatic and will be monitored.